Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of insulin flow blocked alarm due to blockage in tubing on 30-dec-2024. No further information was available.

Manufacturer narrative:
E1: patient's city: (B)(6). Patient's country: united states.